Event description:
A hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient identifier, age, date of birth and weight are unavailable).according to the complainant, during the procedure, the system skipped steps. No alarm or error messages generated on the system. The procedure was aborted.there were no further complications reported with this event. No patient complications were reported.

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.